Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited no image and scope communication error e216. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to moisture damage (fluid inside the lens). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.